Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for (B)(4).

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2023, a surgery with an orthokit, for placement of an osteotomy plate and screws occurred on (B)(6) 2023. Despite the surgeon's ban on smoking the patient got up to go smoke a cigarette on (B)(6) 2023 in the morning. A cracking sound was heard and the patient felt like something moved inside, while the nurse was helping the patient to get back into the bed. It was determined three (3) diaphyseal screws were broke. A revision surgery was completed on (B)(6) 2023. The surgeon had implanted 4 screws and 3 strapping wire. The patient went home on (B)(6) 2023. This report is for one (1) 5.0mm ti locking head screw self-tapping 44mm. This is report 2 of 3 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. PMA/510k: 510k number - k023941. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.